Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described by the health care professional as the patient did not wear a mask. Additionally, the patient reported that there was a breach in aseptic technique with the patient having a touch contamination and left it open for too long with no further information/clarification provided. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. On unreported date(s) in the same month as the peritonitis onset, the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment was ongoing. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. The patient was retrained on the proper aseptic technique. No additional information is available.